Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1004) was recorded on (B)(6) 2020. X-ray confirmed the plasma fuse was intact. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The 3191 code was utilized due to the surgery that occurred. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise which was oversensed and resulted in an inappropriate shock. Device interrogation identified a code 1004 indicating a short condition occurred when the device tried to deliver a shock. A boston scientific technical services consultant informed the caller that the device and lead are likely no longer functional. The system was subsequently explanted. No additional adverse patient effects were reported.